Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings: a review of the black box showed 088 and 007 call service alarms. The pump was exercised for 24 hours during testing with no alarms occurred. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. It was reported that the alarm had emitted three times in the past thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.